Event description:
[Salivadirect] treatment under emergency use authorization(eua):yale salivadirect. One person was diagnosed as positive for covid-19 and was later shown to be negative by two additional assays. This is a diagnostic pcr test for covid-19 using a saliva sample. The patient tested 37 cq which is in the positive range but subsequently tested negative in two tests for covid-19.